Manufacturer narrative:
The technician found the communications junction box inoperative. He replaced the communications junction box to repair the bed.

Event description:
Info rec'd indicates the bed wouldn't ring nurse call. A different room was tried and the communications cable was replaced but the same problem remained.